Event description:
It was reported that the inflatable penile prosthesis was not used due to the device not deflating. The deflation issues were device related. Due to a corporal defect, an ams malleable penile prosthesis was used to complete the implant in order to decrease the risk of injury to the urethra. The patient was stable when recovering from surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis was not used due to the device not deflating. The deflation issues were device related. Due to a corporal defect, an ams malleable penile prosthesis was used to complete the implant in order to decrease the risk of injury to the urethra. The patient was stable when recovering from surgery.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of pump deflation was confirmed. Based on a review of all of the available information, the cause was determined as the pump deflation ball was identified to be displaced as it was seated too far forward. The investigation conclusion code of cause traced to device was chosen as the root cause of the event was confirmed and identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.